Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013, (B)(4) implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing. Multiple attempts at reprogramming around the twos were attempted, but were not successful. The physician suspects that there may be a physiological reason for the twos, and as such, will continue to monitor the patient in order to determine if it resolves on its own. The lead remains in use. No patient complications have been reported as a result of this event.